Event description:
Customer reported air bubbles in the reservoir. The air bubbles were built up along the o rings and they were pretty large. Customer threw away the reservoirs. Customer's blood glucose was 124 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.